Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. The customer stated that they purchased a new battery pack and has received a service code 5310 when installed. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and will not power on. The customer stated that they purchased a new battery pack and has received a service code 5310 when installed. They did not report that this event occurred during patient use.